Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced no transmissions after they changed the sensor. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event of no transmissions after changing the sensor was confirmed by the finding of a signal loss via data. A root cause could not be determined.